Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) with blood glucose value of 599mg/dl. Customer also reported of getting no delivery alarms and declined to troubleshoot. Customer¿s blood glucose value at time of incident was 600mg/dl and current blood glucose value was 394 mg/dl. The customer experienced symptoms such as thirsty, urinating, not feeling well. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.